Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during the preparation of a percutaneous transluminal coronary angioplasty with stenting treatment procedure, a device component separation occurred. The unspecified target lesion was located in the left anterior descending (lad) artery. A 20 x 5.00 mm taxus liberté stent was selected to treat the lesion; however, the doctor found that the device was fractured about 20 cm from the proximal end when extracted from the package. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during the preparation of a percutaneous transluminal coronary angioplasty with stenting treatment procedure, a device component separation occurred. The unspecified target lesion was located in the left anterior descending (lad) artery. A 20 x 5.00mm taxus liberté stent was selected to treat the lesion; however, the doctor found that the device was fractured about 20cm from the proximal end when extracted from the package. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two pieces as result of a break in the hypotube 315mm distal to the strain relief. Several kinks were noted along the length of the hypotube. The pigtail mandrel and the stent/balloon protector were still in place. The protector was removed from the stent and the balloon. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).